Event description:
I was prescribed and received a CPAP machine. The CPAP I was given was a philips dreamstation. After training and reading users manual I began using the machine. Several month after I started using it I began coughing and gradually noticed discomfort in my lungs and breathing difficulty. It got worse until I finally decided to take a break from using it. My coughing stopped but my lung discomfort and breathing difficulty had just slight improvement. After several weeks I began using it again but stopped after coughing restarted and discomfort and breathing difficulty worsened. After a month or two of trying it, I once again stopped because of the trouble I was having. I knew lots of people used CPAP machines successfully, so I tried it a couple more times before finally giving up on it. My coughing has stopped but I am still having breathing difficulties and discomfort. I never had lung discomfort or breathing issues before I began using the CPAP machine. FDA safety report ID# (B)(4).